Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2019-00216 under a different suspect medical device. The field service engineer (fse) inspected the analyzer on site and performed a variety troubleshooting and part replacements. Additionally, the fse found the sample probe was not centered at the sample dispense point of the process path and heavy buildup of old blood and serum was observed around this point. The dispense point was cleaned and the sample pipettor adjusted to correct the alignment. A review of the ai01298 service history was performed and found no contributing factors on or around the date of the complaint. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Event description:
The customer stated that false positive alinity I total b-hcg results of 228 iu/l and 221 iu/l were generated for two different patient samples (sid (B)(6)) that retested negative at <2.0 iu/l. No adverse impact to patient management was reported.